Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the set separating and leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 377320 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ext set 3w-stck std hi flow 1ss came apart and the patient bled from it. The following information was provided by the initial reporter: material no.: 10016072 batch no.: unknown. It was reported the item came apart in the or which resulted in bleeding of a peds patient.